Event description:
It was reported that the radiofrequency programmer head which was returned with label delamination subsequently tested out of specif ication during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product ID : 2067 radiofrequency programmer head; (B)(4).